Manufacturer narrative:
No medwatch form was received.

Event description:
Attempts to interrogate the pulse generator were unsuccessful. Magnet rate was approximately 90 ppm with a-v pacing at 120 ms. The measured battery data in july 2007 was 2.76 v, 11 ua, less than 1 kohms. The patient had to leave to go to work so a follow-up was scheduled to re-attempt interrogation.